Event description:
It was reported that the patient presented in the clinic after receiving the vibratory alert for left ventricular lead high impedance. The lead was reprogrammed and the impedance went back to normal. The lead also showed diaphragmatic stimulation at the elevated outputs before and reprogramming of the lead resolved that issue. The patient was asymptomatic and would continue to be monitored.

Event description:
New information on 12/01/2017 stated that the left ventricular lead exhibited no capture in any of the pacing vectors. The lead replacement has been discussed but has not been performed yet. There was no patient symptoms reported.